Event description:
It was reported that in 2002 the pt presented with chest pains. An angiogram revealed a fracture of the niroyal stent in the rca (that was previously placed in 2002 at the hinge point and a 90% restenosis at the fracture site, extending to the distal segment of the stent. The physician performed rotational atherectomy and ptca. Pt was seen approximately one week later for a stress test which appeared normal. The pt presented again 16 days later with chest pains and an anglogram was performed. Angiography revealed a 90% occlusion of the circumflex at th site of a previously implanted nir elite. They performed rotoblator on the circumflex artery. Ivus of the rca looks reasonably good with a 40% proximal stenosis, which they have decided not to treat. The physician believes that this was a more significant gap than previously noted on angiography. The pt is reported to be doing well.